Event description:
There was an allegation of questionable tina-quant c-reactive protein IV, albumin, total protein, glucose, creatinine, magnesium, calcium, phosphorus, urea, and uric acid results for 26 patient serum and urine samples on a cobas c 503 analytical unit. A doctor questioned an initial result, which prompted the customer to rerun qc, and repeat previously processed patient samples. The units of measurement for all tests except c-reactive protein were not provided.

Manufacturer narrative:
The c-reactive protein reagent lot number is 92633001 and the expiration date is 31-oct-2026. The other reagent information was not provided. The field service engineer (fse) found that the cuvettes were overfilling, and replaced a solenoid valve, replaced the cuvettes, and cleaned the sample probe. The service maintenance actions performed by the fse resolved the issue.